Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The reported malfunction of "unable to discharge" was not replicated or confirmed. The reported malfunction of "defib output out of spec" was observed and attributed to a faulty mode relay on the hv module. The device was recertified and returned to the customer. The electrode pads were not returned to zoll medical corporation for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), during a cardioversion, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effects to the patient due to the reported malfunction. Complainant indicated that during subsequent testing by biomed, the device defib output was out of specification.